Event description:
Issue reported by the customer involved a faulty battery on their pump. There was no reported impact to the customer's blood glucose level. Customer decided not to pursue further troubleshooting at that time.